Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The sample had also resulted as expected upon repeat testing on the same instrument. The customer proactively replaced the aliquot probe. The cause of the discordant troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result did not match the patient's previous result(s) and was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting lower on both. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.